Event description:
A report was received that stated a patient was being transported on a ventilator when ventilation stopped and the display turned green. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was returned for investigation. The device was powered on and ran for five days under ac and battery power. The investigation was unable to duplicate the reported device malfunction.

Manufacturer narrative:
(B)(4). The biomed engineer at the facility inspected the device and disengaged the battery letting the internal battery drain. This caused an internal reset that cleared and unlocked the display. The serial number was not provided therefore the date of manufacture is unknown.